Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report which states, "needleless connector blue cap attached to port leaked when giving morphine. Leaking noticed when flushing and the gown found wet, unsure amount of leakage. Changed cap, flushing not connected, leaking at the connection with the flush - small crack in plastic can be seen. No injury to patient. A second order for morphine was received, but not needed."

Manufacturer narrative:
The customer¿s report f a leak was confirmed. Visual inspection of the maxzero needleless connector showed a vertical crack at the top of the female luer access, extending approximately 5.5mm from the female luer surface of the connector in the direction of fluid flow. Functional testing confirmed leaking between the threads of the syringe and the maxzero. Pressure testing resulted in no leaking. The root cause of the customer¿s report was a vertical crack on the top of the female luer access of the connector. The cause of the crack is unknown.